Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was failed to cross the lesion and the stent was noted to be frayed. There were no patient complications reported.